Event description:
It was reported that an angio-seal was used on the pt. Hemostasis was not achieved and light pressure was applied to achieve hemostasis. The pt developed ischemia of the right lower limb. Two days later, a MRI revealed a blockage at the common femoral artery. The next day, the pt underwent surgery to remove the angio-seal at the puncture site. The pt also underwent CABG surgery. The pt was reported as doing fine and stable. The pt is currently being hospitalized.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.